Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician via sales representative in (B)(4) on 01-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Physician reported the patient experienced a significant fallopian tube abscess, 3 weeks after the insertion of essure. No surgery difficulties, no perforation. Analysis found parvimonas micra and escherichia coli. A bilateral salpingectomy was necessary. Follow-up information received on 22-dec-2015 from the health authorities in (B)(4) (#201516531; 201516195): events terms were updated: significant fallopian tube abscess was updated to significant fallopian tube abscess (pyosalpynx) and presence of escherichia coli was updated to presence of non-multiresistant escherichia coli. The onset date of the events was (B)(6) 2015, and all of them were considered medically significant. It was also mentioned that parvimonas micra (gram negative) is more likely to be found in the ear-nose-throat sphere. Follow-up from 22-dec-2015: ptc result was provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-dec-2015 for the following meddra preferred term: fallopian tube abscess. The analysis in the global safety database revealed 6 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 3 weeks later had a significant fallopian tube abscess (pyosalpinx), requiring bilateral salpingectomy. This event is serious due to medical significance and listed in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, the patient had fallopian tube abscess 3 weeks after the insertion procedure. The presence of non-multiresistant escherichia coli suggests a possible contamination of the vaginal area by fecal flora. Given the close temporal relationship with the essure insertion procedure, causality between the event and essure procedure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Further information is expected.

Manufacturer narrative:
Follow-up information (device form) was received on 05-jan-2016 from physician: the patient information was updated. The previously reported term significant fallopian tube abscess (pyosalpynx) was updated to significant tubo-ovarian abscess (pyosalpynx), at day 17 post-operative, and the seriousness criterion hospitalization was ticked. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jan-2016 for the following meddra preferred term: tubo-ovarian abscess. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 2 weeks later had a significant tubo-ovarian abscess (pyosalpynx), requiring bilateral salpingectomy and hospitalization. This event is listed in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, the patient had a tubo-ovarian abscess approximately 2 weeks after the insertion procedure. The presence of non-multiresistant escherichia coli suggests a possible contamination of the vaginal area by fecal flora. Given the close temporal relationship with the essure insertion procedure, causality between the event and essure procedure cannot be excluded. This case was regarded as incident, since a surgical intervention and hospitalization were required. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.